Manufacturer narrative:
B.5.medtronic received additional information that service order was created for case handling. The alarm appeared before connecting patient. There was no patient involved as the equipment was not in use with patient. Correction:correction being sent as medtronic received additional information that customer informed service of event on 22 nov 2022 and date of event was 21 nov 2022. Updated for this report. Device evaluation:the reported clamp and voltage issues was verified during service. Service technician performed general cleaning, no fluids or blood was found, except normal wear dirt. The error code associated with calibration was not seen. Checked pressure ports p1 and p2. Calibrated the flow voltage, and pressure per hyperterminal. Verified proper measurement of flow and pressure, flow transducer, and load of batteries. Touch screen set up and verification was performed. Verified internal voltage, instrument left running for 4 hours with no issues. Preventive maintenance was performed as per specification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 instrument had clamp failure" alarm. The error log showed voltage problems, the equipment was sent to the laboratory for voltage calibration and the equipment was working properly. Use of the instrument was unknown there was no patient impact reported with this event.